Manufacturer narrative:
The device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. The customer's statement "light cable getting warm and bad light" cannot be confirmed at this time, since no lot code are available, it is not possible to determine the most probable cause in this case. Based on the customer's description, the cause could be mechanical damage, an incorrectly selected combination, or a third-party product. If the product is made available to us, the complaint will be reopened, and the cause analysis will be carried out. No further measures will be taken. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic procedure, the optic fiber light cable was getting warm and did not transmit a good amount of light. No negative impact in state of health reported.